Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device was automatically running even when it was not supposed to run. It was reported that the device was used together with two battery casing devices. The reporter was unsure if the issue was related to the battery casing devices or the small battery drive device. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a surgical procedure. It was not reported if a spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side was blocked, bent and broken. It was further observed that the tool coupling nose was damaged, the controller was defective, and the motor and bearings were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.